Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery failure error code was observed in the device's error log. The customer does not want any repairs done and requested the unit be returned unrepaired. Additionally, the inlet air path area cracked near screws. The inlet air path assembly and removeable air path foam were replaced per remediation. Device passed all testing.